Event description:
It was reported that the cartridge began leaking from the septum after the customer filled it with 300 units of insulin. There was no impact to the customers' blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.